Event description:
It was reported that this the patient has been experiencing recurrent hives since the product was implanted. The doctor stated the hives were not specific to an area, they were general hives all over the body. Technical services advised to have the patient visit an allergist. There were no additional adverse events reported. The system remains implanted.